Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1700588 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not lock during application.

Event description:
It was reported that the clips would not lock during application.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1700588 was manufactured on 12/04/2017 a total of (B)(4) pieces. Lot was released on 12/05/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. Another attempt was made and the next clip was unable to properly load. The remaining clips were fired and all but one of them were able to properly load. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Of the remaining 7 clips, only 5 were able to properly load and all 5 were successfully applied to over-stressed surgical tubing. It could not be determined what prevented 2 of the clips from loading properly. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip."